Event description:
It was reported that 2 handheld nerve stimulators were used intraoperatively during a brachial plexus exploration case on a (B)(6) male. The first device was working for 15 minutes and then stopped working. So a second device from the same lot was used and the same thing happened. There was no patient impact or injury reported as a result of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.